Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-17467, 17469. The pt originally received 2 scs leads with the same lot number. It was reported the pt's original scs leads were explanted and replaced with a different model due to ineffective stimulation. It was also reported post-operative the pt was receiving effective stimulation. However, the pt has not used/charged her scs system in years due to ineffective stimulation with the replacement scs lead. Subsequently, the pt's scs ipg is inoperable (sjm representative confirmed). Additionally, it was reported the pt is experiencing discomfort at her scs ipg pocket site due to its location. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.